Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4) _1644408-2022-00279; 343-12-709, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Infection.